Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated although normal magnet response and normal battery parameters were observed.